Manufacturer narrative:
Findings: unable to prime unit during prime test due to faulty force sensor (gold) unit passed displacement test. Unit received with all buttons responding properly. No button anomalies were noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with severely scratched display window.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for past couple weeks. The customer was admitted for treatment non diabetic reason, knee replacement. The customer stated that the pump was exposed to xray. The customer was advised to monitor pump.